Event description:
Although, not indicated for treatment of saphenous vein bypass graft, a 3.5mm diameter x 12mm length ave micro stent ii was successfully placed at the target lesion in the saphenous vein bypass graft to the left anterior descending artery. The deployed stent was post-dilated with a percutaneous transluminal coronary angioplasty balloon. Upon removal of the percutaneous transluminal coronary angioplasty balloon from the stent, it was noticed that the stent remained on the percutaneous transluminal coronary angioplasty balloon and had migrated from the target lesion site. The stent was retracted to the femoral artery and surgically removed. The target lesion was treated with a 3.5 diameter x 12mm length ave gfx stent, successfully, and there was no additional clinical sequelae reported relative to the event.